Event description:
The reporter indicated that a 12.1mm vticm5 12.1, -6.0/+1.0/002 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault is reported. The lens remains implanted. The cause of the event is reported as a patient-related factor; it is unknown whether the device failed to perform as expected.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s.. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Addi tional data: b5: the lens was explanted on (B)(6) 2022 due to refractive surprise and replaced with a longer lens. Post-op, the patient complained of pain and poor ability to read. The problem of low vaulting remained unchanged despite sizing up. See MFR. Report # 2023826-2022-01794 for replacement lens. B4 & g3: (B)(6) 2022. Claim # (B)(4).